Event description:
Event: unresolved type I endoleak. Case details: a final angiogram revealed a type I endoleak in the left limb that was not resolved with placement of a wall graft. No further intervention was performed. The patient will be monitored by the physician.